Manufacturer narrative:
The reported device was not returned to manufacturer. Without receipt of the explanted device, the reported clinical observation cannot be confirmed. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Edwards will continue to monitor all events.

Event description:
Edwards received information that a 21mm aortic bioprosthetic valve, implanted approximately ten (10) years, ten (10) months and twenty-seven (27) days, was explanted due to bioprosthetic aortic stenosis and secondary to leaflet calcification. The explanted device was replaced with another bioprosthetic pericardial. Patient was reported as stable following procedure.